Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e411 analyzer. The erroneous results for these samples were not reported outside of the laboratory. The customer also stated that they checked 10 other patient samples from the time of the event and repeat values from these samples matched the original values. The first sample initially resulted as 1401 miu/ml. The sample was repeated, resulting as 8216 miu/ml. The repeat result was believed to be correct. The second sample initially resulted as 6585 miu/ml. The sample was repeated, resulting as > 10000 miu/ml. The sample was automatically diluted and repeated by the analyzer, resulting as 20218 miu/ml. The repeat result was believed to be correct. The patients were not adversely affected. The hcgb reagent lot number was 13196003, with an expiration date of 05/31/2017. The field service representative determined that the liquid level detection voltage had drifted to the high end of the allowed range causing liquid level detection difficulty in sensing low reagent volume of the assay. He adjusted liquid level detection voltage to specifications. He verified voltages and values were observed to be within expected limits.